Event description:
A report has been received from (B)(6) of a blood tubing being occluded on arterial side just before the bvm cuvette causing low arterial pressure. Assessment of needle showed that it was fine. Weight of tubing was causing line occlusion. The tubing seem heavier and is being occluded by its own weight. There was no injury to the pt. No medical intervention required. Add'l info received 11/23/2010 concluded that the occlusion was caused by an arterial line kink, just before the bvm cuvette.

Manufacturer narrative:
(B)(4). The MFR is reviewing the design history file and mfg records for this product. In addition the MFR has made visits to this customer facility to observe the clinical practice and collect add'l info that will be helpful to the investigation. The investigation is currently ongoing and a root cause has not been determined at this time.